Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hand-switch and foot-switch were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that 3d was not available when the system was checked prior to a procedure. There was no patient present.